Event description:
No additional information.

Manufacturer narrative:
Investigation results: our quality engineer inspected the 1 photo and 1 physical sample submitted for evaluation. The reported issue of connection issues was confirmed upon inspection of the samples. Analysis of the sample showed that there was no adhesive observed on the external wall of the tube, although there is adhesive observed on the internal part of the luer adapter. Bd determined that the cause of the failure was incomplete insertion of the tube into the luer during assembly. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd nexiva diffusics w/maxzero 24g x 0.75 in had connection issues and leaked. It was reported by customer that when nurse flushed line, she noticed the line leaked and when she investigated, she found the extension set tubing from the IV had completely disconnected from the medial hub of the diffusics 24 gauge diffusics piv, when nurse flushed line she noticed the line leaked and when she investigated she found the extension set tubing from the IV had completely disconnected from the medial hub of the diffusics, not the clave but the blue/yellow diffusics specific hub. Picture was sent to (B)(6).

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.